Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings:.battery compartment is cracked along the side on threads and below bumper pad. Unrelated to the complaint, the display is dim/fading/reddish.